Manufacturer narrative:
(B)(4). (B)(6). The device was received and an evaluation was performed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:35:23. During night drain cycle four, the patient's ultrafiltration reading was 1592ml, indicating the home patient (hp) drained 1592ml more than their maximum programmed fill volume of 2500ml. No additional information is available.